Event description:
I had a dysfunctional gallbladder no stones. I had a lap. Gallbladder removal in 1993. I kept going back to the surgeon's office for hives, cough, low grade infections, the symptoms gradually kept getting worse as years passed, in 2001 we were told I had 13-24 surgical staples in my liver area and I was placed in the hospital for pancreatitis. Now the infections are severe, weakness, skin rash over my entire body, swelling is so bad it is pushing my ribs out and it feels like they are breaking from all the pressure on the ribs, cough, vision doubles, severe sweating, fevers, and ruq pain. I have to go into emergency room a lot due to the pain getting so bad, sometimes they admit me into the hospital and other times they just run a few bags of fluids with IV. The last discharging doctor told us it is an injury that can be fixed there is no one qualified in this area to fix it so we need to find a guru out of this area that is qualified. We do not know where to go or who to go to. Dates of use: (B)(6) 1993 - (B)(6) 2013. Reason for use: lap. Gallbladder removal.